Event description:
It was reported that patient experienced ineffective therapy after falling in the bathtub. Attempts to reprogram were unsuccessful. X-rays showed that both leads had migrated. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.